Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Per the cool point pump IFU, "hospital personnel are responsible for verifying that the irrigation solution is correct and that the devices used in conjunction with the pump are compatible. Note the drip rate in the drip chamber to verify the flow visually. Hospital personnel are responsible for monitoring the flow rate delivered to prevent under-delivery of irrigation solution. Hospital personnel are also responsible for monitoring the accuracy of the flow rate periodically during the procedure." Per the event description, the saline bag was allowed to run out of fluid, consistent with user error.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a left-atrial atypical flutter ablation procedure, an air embolism occurred. During the procedure, the cool point pump alerted a ¿pump bubble and it was noted that the saline irrigation bag was empty. Nursing staff was alerted, and an experienced ep nurse obtained a new saline bag from their pyxis system, and then exchanged/flushed the bag with no reported issues. About 1-2 minutes after resuming the 2cc ¿low flow¿ on cool point, the patient began having st-segment elevation and heart block. The ep and cath lab attending both concluded that it was an air embolus due to air being introduced during saline bag exchange by the nurse. The patient was watched closely for some time in the lab, and had a full recovery noted by staff and physicians. No abbott equipment malfunctions were noted. The cool point appropriately alerted the initial pump bubble error (empty bag,) and resumed at an appropriate flow rate once the new bag was setup.